Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported mitral regurgitation (mr) was a result of the reported slda. The reported dyspnea was due to the recurrent mr. Recurrent mr and dyspnea are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2021, a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a posterior prolapse was present, resulting in difficult imaging. One clip was deployed on the mitral valve, reducing mr to a grade of 1. On (B)(6) 2021, the patient returned for their 30-day checkup. However, it was noted the patient was experiencing shortness of breath. Echocardiography was performed and showed the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to return to a grade of 4. No additional treatment was performed. No additional information was provided.